Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and blood glucose readings over 600 mg/dl. The customer also stated the insulin pump was exposed to an xray during the hospitalization and has noticed black streaks on the screen since the xray. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No display anomaly was noted.